Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer also received a motor error alarm. Customer's sensor glucose was 53 and blood glucose was 193 mg/dl. Troubleshooting was performed for motor error and sensor glucose versus blood glucose. During motor error alarm troubleshooting, customer was able to rewind. After troubleshooting for sensor glucose versus blood glucose differences, customer was advised that sensor would be replaced.